Manufacturer narrative:
Patient samples were collected in 4ml or 5ml lihep plasma tubes and centrifuged for 10 minutes at 4500rpm. Samples were full draws. All three levels of accutni qc have been within customer's established ranges for the past 30 days. Qc is performed once every 24 hours. Routine system check on (B)(6) 2007 at 07:38 passed within instrument specifications. Customer stated to bci customer technical support (cts) that no errors were posted to the event log in conjunction with this event and that there were no issues with other assays at this time. On (B)(4) 2011, bci field service engineer (fse) performed a preventive maintenance on the instrument, verified peri-pump tubing lengths were within specifications. Fse then performed a routine system check and a high sensitivity system check. Both passed within instrument specifications. A definitive root cause has not been determined to date for this event.

Event description:
A customer reported to beckman coulter inc. (Bci) that the access 2 immunoassay analyzer generated a higher than expected troponin (accutni) result above the ami cutoff for one (1) patient. The result was reported out of the lab and was questioned by the physician. Repeat analysis of the sample on the same instrument produced lower results within the normal reference range. The effect, if any, on the patient is unknown at this time.